Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported, approximately nine years postop the initial rtka this 70 y/o female patient had an infection and surgeon performed a poly exchange with a wash out of the wound. Surgeon performed a patellaplasty and a poly exchange. Patient was last known to be in stable condition following the event. The device will not be returned as they were disposed by hospital. No additional information is provided. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Concomitant medical products: 200-02-29, 2534733 - three peg patella 29mm, 204-04-22, 2624619 - trapezoid tibial tray sz 1f/2t, 2f/2t, 234-03-02, 2545850 - optetrak asy,ps cemented femoral, sz 2. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately nine years postop the initial rtka this (B)(6) female patient had an infection and surgeon performed a poly exchange with a wash out of the wound. Surgeon performed a patellaplasty and a poly exchange. Patient was last known to be in stable condition following the event. The device will not be returned as they were disposed by hospital.